Manufacturer narrative:
Zoll med corp has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male patient (age unk), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please refer to medwatch report 1220908-2014-01555 for the second device used on this patient from the same customer.